Manufacturer narrative:
Exact date unknown, event occurred in 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20127713.

Event description:
It was reported that the patient had difficulty charging ipg and that the ipg was non-functional. It was also reported that the patient was experiencing inadequate stimulation. All device components were explanted and will not be returned as they were discarded by the medical facility.